Event description:
It was reported that customer was not able to remove plunger when changing reservoir, even after instructions. Customer's blood glucose was 101 mg/dl. Customer was advised that reservoir would be replaced. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened / used reservoirs performed pre-fill reservoirs test per des8654 and IFU d9195886-et2 section 1 to 8. Reservoirs failed per inspection found reservoir transfer guard needle occluded.